Manufacturer narrative:
Correction: the correct patient identifier is (B)(6); not (B)(6) as previously reported. Correction: the correct catalog number is 92127; and not 93331 as previously reported. Per the clinic, the patient underwent soft tissue revision (B)(6) 2013 (day not reported) due to healing issues. The implanted device remains. This report is filed april 1, 2016.

Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site. The implanted device remains.